Event description:
This unsolicited case from united states was received on (B)(6) 2018 from nurse (patient) this case concerns a (B)(6) female patient who received treatment with synvisc one injection and after an unknown latency had pain, discomfort and swelling and this time it really took long time for synvisc injection to kick in (subtherapeutic response) no relevant medical history, concurrent conditions and concomitant medications were reported. Patient had synvisc-one injected in the same knee 8 months ago. Then it had kicked really quick and she had no issues with it. Patient was not allergic to any feather or egg products. She on an unknown date in (B)(6) 2017, patient received synvisc-one injection (dose, frequency, lot number, indication and expiration date: not reported) in right knee. This time it really took long time for synvisc one injection to kick in (subtherapeutic response). From an unknown date, latency unknown, patient still had pain, swelling and discomfort. Patient took nsaid and meloxicam but it did not help with the pain. Patient had to go to her doctor for cortisone injection. Then the synvisc-one kicked it. Patient had no fever with it. Some days the pain was 1 and some days it was 6 on the pain scale from 1 till 10. Patient said she was a nurse so she was on her feet a lot. Patient was planning to go on a cruise and wanted to get better then. Corrective treatment: nsaid, meloxicam, cortisone injection for pain; not reported for discomfort and swelling outcome: unknown for pain, discomfort and swelling a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same seriousness criterion: required intervention for pain

Event description:
This unsolicited case from united states was received on 13-feb-2018 from nurse (patient). This case concerns a 58 years old female patient who received treatment with synvisc one injection and after an unknown latency had pain/continual pain, discomfort and swelling and this time it really took long time for synvisc injection to kick in (subtherapeutic response) patient had synvisc-one injected in the same knee 8 months ago. Then it had kicked really quick and she had no issues with it. Patient was not allergic to any feather or egg products. Patient was allergic to penicillin (rash and hives) and contrast dye (itching). Concomitant medications included multivitamins, ergocalciferol (vitamin d), coq10, fish oil, rosuvastatin calcium (crestor). On an (B)(6) 2017, patient received intra-articular synvisc-one injection (dose, frequency, lot number, and expiration date: not reported) for patellofemoral chondral wear in right knee. This time it really took long time for synvisc one injection to kick in (subtherapeutic response). From an unknown date, latency unknown, patient still had pain, swelling and discomfort. Patient took nsaid and meloxicam but it did not help with the pain. Patient had to go to her doctor for cortisone injection. Then the synvisc-one kicked it. Patient had no fever with it. Some days the pain was 1 and some days it was 6 on the pain scale from 1 till 10. Patient said she was a nurse so she was on her feet a lot. Patient was planning to go on a cruise and wanted to get better then. On (B)(6) 2018, the patient underwent x-ray revealed no change from previous x-ray (B)(6) 2017. The same day, patient the patient had continual pain. Corrective treatment: nsaid, meloxicam, cortisone injection, triamcinolone acetonide (kenalog) injection for pain/continual pain; not reported for discomfort and swelling outcome: unknown for discomfort and swelling; not recovered/ not resolved for pain/continual pain a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: required intervention for pain/continual pain additional information was received on 20-feb-2018. Ptc investigation results were added. Additional information was received on 28-mar-2018 from a healthcare professional. Start date for the suspect product was updated. Action taken was updated. Event term pain was updated to pain/continual pain and its outcome was updated as not recovered/ not resolved and its additional corrective treatment was added. Concomitant medications and concurrent conditions were added. Clinical course was updated and text was amended accordingly.

Event description:
This unsolicited case from united states was received on 13-feb-2018 from nurse (patient) this case concerns a 58 years old female patient who received treatment with synvisc one injection and after an unknown latency had pain, discomfort and swelling and this time it really took long time for synvisc injection to kick in (subtherapeutic response) no relevant medical history, concurrent conditions and concomitant medications were reported. Patient had synvisc-one injected in the same knee 8 months ago. Then it had kicked really quick and she had no issues with it. Patient was not allergic to any feather or egg products. She on an unknown date in (B)(6) 2017, patient received synvisc-one injection (dose, frequency, lot number, indication and expiration date: not reported) in right knee. This time it really took long time for synvisc one injection to kick in (subtherapeutic response). From an unknown date, latency unknown, patient still had pain, swelling and discomfort. Patient took nsaid and meloxicam but it did not help with the pain. Patient had to go to her doctor for cortisone injection. Then the synvisc-one kicked it. Patient had no fever with it. Some days the pain was 1 and some days it was 6 on the pain scale from 1 till 10. Patient said she was a nurse so she was on her feet a lot. Patient was planning to go on a cruise and wanted to get better then. Corrective treatment: nsaid, meloxicam, cortisone injection for pain; not reported for discomfort and swelling. Outcome: unknown for pain, discomfort and swelling a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 52620 the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: required intervention for pain. Additional information was received on 20-feb-2018. Ptc investigation results were added.